Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-11957, 2017865-2019-11958, 2017865-2019-11960. It was reported that the patient presented in the emergency room with swelling, redness, itchiness, a pimple, and drainage all from the site of the pocket. The implantable cardioverter defibrillator had eroded from the pocket and the patient experienced an infection. The physician explanted the device, the right atrial lead, the right ventricular lead, and the left ventricular lead. The patient was in stable condition post-procedure.